Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the indicated phenomenon "power turned off and no image" was due to a damaged printed circuit (g1) board by way of corrosion/moisture absorption. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. After the power was turned on, the green led light turned off and the image was no longer displayed. When the power cable was connected to another location of the workstation (wm-np2) isolation transformer, the green led light went out again after about ten minutes. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that after cleaning the bedside, the high definition lcd monitor was off (the green led was off) and nothing was displayed on the screen. There was a diagnostic procedure completed with the same device. There were no reports of patient harm.